Manufacturer narrative:
Additional information has been requested. Screw bent and broke and was not implanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
During an open reduction with internal fixation of a fifth metatarsal the surgeon selected a cannulated screw. The screw bent and one of the cutting flutes broke off in the inner cortex of the metatarsal. Surgeon removed the screw and attempted to insert another cannulated screw which broke. The thread peeled in a spiral like manner for approximately 10mm of the thread length. The unbroken portion of the screw was removed under fluoroscopy. Surgery was completed using a 3rd screw. There are no plans to retrieve any screw fragments. This is the 1st of 2 reports submitted on this event.